Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified iliac vessel. After a guide wire was advanced, an 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with an 8 x 2 mustang¿ balloon catheter. Blood flow recovery was observed and the procedure was completed. No patient complications nor injuries were reported.